Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204: bet/monitor unusable) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt and displayed service code 204. The monitor's electrode belt connector was damaged due to bent pins on connector j1001. The root cause for the damaged connector/bent pins was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was experiencing service code 204: belt/monitor unusable.